Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information to sections b5 and h6: health impact, and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a potential closure issue postoperatively. The exact root cause cannot be determined. The likely cause was determined to have been procedural factors such as the use of a 9fr sheath or not performing an angiogram prior to device use. The relationship of the device to the reported adverse event cannot be substantiated. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
Additional information was received on (B)(6) 2024: the procedure was performed antegrade in the common femoral artery, with a target of the head/neck area. Hemostasis was achieved by a pressure bandage. The procedure sheath used was an 8 french, sometimes 9 french. There were no difficulties. An angiogram was not performed before used. There were no problems inserting, unfolding, or pulling out the vcd. The blood loss was partially threatening hb drop. The patient was stable and there were no life-threatening situations in the patients presented for vascular surgery. Typically, patients are under lysis conditions or asa/clopidogrel medication. Additional information was received on (B)(6) 2024: the patients were male and female. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. There were no issues with insertion, deployment, or withdrawal of the device. Hemostasis was achieved by manual compression and sometimes surgical intervention. No equipment or other devices were used with the angio-seal.

Event description:
The user facility reported that the doctor reported that three users have experienced complications with every second or third application in the last few months. These complications include: bleeding: occurred even after several hours (sometimes up to 20 hours). Hematomas: developed post-application. Aneurysma spurium: also occurred after several hours (sometimes up to 20 hours). 50% of the affected patients required surgery. Further information has been requested but is not yet available. Due to data privacy, no additional patient details are available, except that the patient is male.

Manufacturer narrative:
D6a: implanted date: implant date unknown. D6b: explanted date: device was not explanted. E1: phone number: unknown. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. 3013394970-2024-00528 is related to the bleeding reported, 30133964970-2024-00529 is related to the hematoma reported, and 3013394970-2024-00530 is related to the aneurysma spurium reported.